Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue. The fse replaced universal surgical manipulator 4 (usm) for customer satisfaction. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. Failure analysis confirmed the customer reported complaint. The unit was tested on an in-house system and passed normal mode but while back driving the unit there was vibration and shaking felt on yaw and pitch especially when fully extended. The unit went through more testing on pftp and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The yaw and pitch harmonic drives & motor modules will be replaced as a fix to the reported problem. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: an umbilical hernia procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: failure analysis was able to replicate the shaking and vibration on the yaw and pitch of the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the clinical sales representative (csr) reported that the 4th arm was shaking during procedure. The technical support engineer (tse) viewed logs and did not note any errors. Tse recommended that site use boom in as compact arrangement as practical and to move the patient clearance joint away from the hard stop if positioned there. Tse recommended that site call back in if issue returns. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.